Event description:
It was reported that there was implantable neurostimulator (ins) battery depletion, the patient was ¿just implanted seven months ago¿ in (B)(6) 2013, and the ins was almost dead. It was noted that the patient had not spoken to their healthcare provider yet, and there was currently probably one eighth of the device battery left. The reporter stated that about two months prior to the report the ins battery level was ¿about a quarter¿ and the patient thought it wasn¿t going to last very long. It was reported that the patient just ¿kind of let it go until now¿ and the patient believed the ins battery should last longer than seven months. It was noted that the patient had had stimulation set at 1 and this was ¿pretty much¿ where he¿d left it since implant. During the trial, the patient had stimulation set at 0.9 and this was fine. It was reported that the patient had no recent falls or trauma, and about six weeks prior to the report, the patient had a spinal injection which caused his left leg to react very sharply, but the ins battery ¿was already down¿ before the injection. It was noted that the patient was seeing the ins battery icon. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va07a6c, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).